Event description:
The customer reported that the heartstart mrx defibrillator was being used in the operating room with internal paddles. The clinicians delivered energy via the internal paddles and after that energy was delivered they got a "shock dquipment malfunction" message. Investigation at philips showed that a malfunction caused the defibrillation energy to be dumped internally.